Event description:
Patient being assisted to scoot up in the bed. Two nursing staff on either side of patient and the patient placed one hand on each side rail to assist with the boost. After he was moved up, he commented to his nurse that he received a shock.